Event description:
The patient reported that "it moved slightly after they put the lead in. They hooked me up and said my lower chambers are not doing anything." The implantable pulse generator (ipg) and right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.